Manufacturer narrative:
Complainant never reported the event to hdc corporation. Thus, based on insufficient info on the medwatch voluntary report hdc filed this event as MDR report. Upon receiving a copy of FDA medwatch voluntary report, hdc had made several attempts to collect more info on the incident and the product and lot number. Unfortunately, rn. Stated that she could not recall the incident. So, rn had referred hdc to the medical records dept . The record dept said that they could not help without pt info. The record dept referred hdc to the risk mgr. Hdc left three messages to the risk mgr voice mail. Up to date no response from the institution which had filed a voluntary medwatch report with insufficient info to understand the case. No sample available to verify or understand the event described on section 5 to page 1. Hdc will not be able to perform an investigation because no product number or lot number were provided. Hdc captured this event in the complaint trending database.

Event description:
"Pac was transected at hub."